Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had a wound infection at the incision sites. The physician believed that the infection was not device related. It was also noted that the patient had a history of infections post surgery. The patient underwent an explant procedure. All explanted devices were kept by the medical facility. No further information has been obtained despite good faith efforts.